Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported at the beginning of an unspecified procedure using a ncircle tipless stone extractor, the wire broke when tightening/clamping around the kidney stone. It is unknown how the procedure was completed after this difficulty was experienced. No adverse effects to the patient have been reported as a result of this alleged product malfunction. Additional details regarding the patient and the event have been requested. At this time, no additional information has been provided.

Manufacturer narrative:
Additional information: d11: hiwire nitnol wire guide, storz flexible ureteroscope , an irrigation system. Investigation evaluation: reviews of complaint history, device history record, manufacturing instructions, quality control data and the instructions for use(IFU) were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. A review of the device history record found no non-conformances. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. From the provided information, it appeared that one of the four basket wires broke when grasping a stone. There are multiple possible causes for the wire to have broken: excessive force could have been applied when grasping the stone, the size and/or shape of the stone could have affected the performance of the basket, the wire could have been damaged from handling of the device before or during use, or a manufacturing issue may have occurred that affected the tensile strength of the wire. Without the device available for investigation, a likely cause for the broken wire could not be determined. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 15jul2019: it was reported, during a flexible ureteroscopy, the surgeon opened the basket, put the stone into the basket and when he was tightening/clamping around the kidney stone a wire broke. The wire did not did not separate from the device. A laser was not used. No section of the device remained inside the patient's body. The patient did not require any additional procedures. There were no adverse effects to the patient. Additional information was received on 18jul2018: the procedure was completed using another ncircle extractor.